Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the rear pulse wire was open inside the trunk cable. The cause of the failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had non-functional therapy electrodes.